Event description:
Reported that the surgeon experienced 5 anchors breaking during case. This was the first time this surgeon had used the bioraptor anchor. It was stated that the use of a 2.7mm drill was used. No drill guide was used. This case was prior to a marketing communique released which stressed the use of the 3.0 guide and the use of the drill guide. Sales rep confirmed that portions of the anchors did remain in the bone socket and that the surgeon shaved off the prominent portions. The case was completed with twinfix 3.5 anchors. There was no significant delay to the surgery, less than 10 minutes.